Event description:
Patient was in the operating room for endovascular aaa repair. While place grafts, piece of wire from aquatrack hydrophilic nitinol guidewire 0.035" ((B)(4)) was discovered on x-ray in right iliac artery. Md determined risk of retrieving outweighed benefits. Wire was left and additional graft placed in area.